Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from two different samples collected from two different patients tested on a vitros eciq immunodiagnostics system. The assignable cause of this event is unknown. Based on historical vitros tsh quality control results, there was no indication the vitros tsh reagent had malfunctioned. No precision testing was performed on the instrument so it was not possible to verify the performance of the instrument at the time of the event. Therefore, an instrument issue cannot be ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish the type of sample collection device used and the pre analytical protocol used at the customer¿s site along with the age, storage and condition of the samples used. Therefore, improper pre-analytical sample handling and storage could have contributed to this event, although this could not be confirmed. Concerning the patient m54 sample, the presence of an interferent in the patient sample that is interacting with the matrix of the vitros tsh assay, but not with the non-vitros method, could not be ruled out. The patient was taking biotin supplements, although the dosage is not known. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. Concerning the patient m55 sample, it is unknown if the patient was taking biotin supplements, and therefore, a sample interferent cannot be ruled out the assignable cause of the events is unknown.

Event description:
The customer observed reproducible, lower than expected, vitros tsh results obtained from two different samples collected from two different patients processed on a vitros eciq immunodiagnostic system, when compared to the expected results obtained from a non-vitros system. Patient sample m54 results of 0.279 and 0.327 miu/l vs. The expected result of 2.18 miu/l patient sample m55 results of 1.90 and 2.20 miu/l vs. The expected result of 6.26 miu/l the patient sample results were generated as part of an investigational correlation study. Ortho has not been made aware of any allegation of patient harm as a result of these events. This report is number two of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).